Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 750mcg/ml fentanyl at 135mcg/day, and 2500mcg/ml compounded baclofen at 450mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had a pocket fill at the previous refill. The date was unknown and it happened when the patient was with a different physician whose name the patient couldn't remember. No symptoms were mentioned. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.